Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, no relevant clinical information has been provided for inclusion in this medical investigation. One photo of the sureshot targeter displayed the message, ¿invalid or broken tool please exchange.¿ was provided. According to the report, the device stopped working during use outside of the patient. Based on the information provided, the procedure completed with a change in a surgical technique without a surgical delay. Since there was no patient contact or injuries reported, no further clinical /medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, a broken wire in the targeter cable, bent pins in the connector or a open circuit on the data line are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during use, outside the patient, the device was not working. The procedure finished with a change in a surgical technique. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.